Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer miscalculated the amount of carbohydrate when delivering a bolus. Subsequently, the customer's blood glucose (bg) decreased to 43 mg/dl. Bg was addressed with consuming food and drink.